Manufacturer narrative:
The customer stated that the quality control (qc) results have been acceptable; however, no data was provided. A bec field service engineer (fse) was dispatched on (B)(4) 2013 for this event. The fse observed that the chemistry cartridge (cc) sample probe was full of fluid and a drop of fluid was at the bottom of the wash collar. The fse noticed that a slow drip of fluid was coming from the cc sample probe tip. The fse replaced the 3-way valve and primed multiple times, which ceased the leak. The fse also replaced the following parts as a preventive measure: cc sample probe and syringe, reagent syringe, wash collar (gel debris buildup inside), mixer wash insert and level sense assembly (had a stress crack in the white level sense cable). The likely failure mode for the leak and incorrect results is the 3-way valve.

Event description:
A customer contacted beckman coulter (bec) to report that the synchron lx I 725 clinical system was generating false low results for several cartridge chemistries. No data printouts were provided by the customer. The affected chemistries were vancomycin (vanc), tobramycin (tob), glucose (glu) and bilirubin (tbil). The customer did not report any system error messages prior to the event. The customer provided examples of the incorrect results: vanc <0.1, repeat 12.8; tob <0.1, repeat 0.8; a tbil read 15.3, repeats were 14.5 and 14.2. No specific results were provided for glu. The incorrect results were not reported out of the laboratory. Upon a bec service visit, it was discovered that the sample probe was leaking. No injuries were sustained by any lab personnel. There was no impact to patient treatment associated with this event.